Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pump was used to deliver morphine. The patient showed some symptoms of underdosage. The hcp also felt the pump was empty in a very short time. The pump was replaced and the patient was reported to be doing "ok".